Event description:
It was reported that 5 maxzero needleless connector experienced cracks, microchannel issues. The following information was provided by the initial reporter: when mz1000 product is used, the joint cracks. Cyclosporin was pumped for 24h before breakage occurred when using this syringe to push the drug this connector is used for cvc. Before the complaint of this case, there were also 4 cases of mz damage in this department, but no complaints were made. This complaint was mentioned together. The complaint in this case was due to thrombosis. After examination, the joint was found to have cracks, and the customer suspected that it might be related to the joint cracking and not sealing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/19/2021 . H.6. Investigation: one mz1000 china sample was received without packaging for investigation. Additionally, one wego 20ml hypodermic syringe was returned to assist the investigation in sealed packaging. The customer feedback indicates the complaint sample to be from lot 20096104. A visual inspection confirmed the customer's experience as a crack was identified on the female luer of the mz1000 china sample; functional testing identified leakage from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 20096104 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause could not be confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 maxzero needleless connector experienced cracks, microchannel issues. The following information was provided by the initial reporter: when mz1000 product is used, the joint cracks. Cyclosporin was pumped for 24h before breakage occurred when using this syringe to push the drug. This connector is used for cvc. Before the complaint of this case, there were also 4 cases of mz damage in this department, but no complaints were made. This complaint was mentioned together. The complaint in this case was due to thrombosis. After examination, the joint was found to have cracks, and the customer suspected that it might be related to the joint cracking and not sealing.